Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine and bupivacaine (both at 5mg/ml and 2.7139mg/day). The indications for use included non-malignant pain and chronic low back pain. It was reported that volume discrepancies were noted at previous refills on unknown dates. The volumes were unknown. The patient reported an increase in pain on an unknown date. At the most recent refill on (B)(6) 2017, a volume discrepancy was noted with an actual reservoir volume (arv) of 6.1ml and an expected reservoir volume (erv) of 2.7ml. A dye study was performed and the hcp believed that there may have been something in the spinal canal that may have been blocking the catheter. It was noted that they were considering pulling the catheter down and moving it to a lower vertebral level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative on 2017-jul-18. It was reported that it was unknown whether the presence of anything in the spinal canal which may have been blocking the catheter was confirmed. It was noted that there was a kink at the anchor site. The kink was cut and a collet was attached. The catheter was pulled down 1.5 vertebral bodies and remained implanted.